Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000mcg/ml lioresal at 99mcg/day via an implantable infusion pump for multiple sclerosis and spasticity. It was reported that the pump had gone empty and the patient experienced withdrawal symptoms. The patient changed managing physicians and they refilled the pump, and set it to minimum rate on 2019-sep-03. No further complications were reported. Additional information was received from a manufacturer's representative (rep). It was reported that the date of the event was (B)(6) 2019. The rep responded 2019-oct-04 and followed up with the patient and healthcare professional (hcp) on 2019-oct-04 and 2019-oct-05. The rep met with the hcp at his office on (B)(6) 2019 to review the situation. No further complications were reported.